Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was in the mid to distal portion of the calcified right coronary artery (rca). A 2.75x15mm non-bsc balloon catheter was used to predilate the lesion. A 2.75x32mm taxus express2 drug eluting stent was advanced to treat the target lesion but the device would not cross the lesion. When the device was removed, it was noticed that the distal portion of the stent appeared flared. The procedure was completed with a 3.0x20mm non-bsc balloon catheter. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
.